Event description:
Caller reported cgm error 42, indicating an issue with their continuous glucose monitoring device. There was no adverse impact to the customer¿s blood glucose level as the pump reset resolved the issue and the error did not recur. Technical support assisted the caller by providing information for a complete pump reset and guided them through the process, after which the caller successfully started their sensor session.